Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions was identified during the device evaluation: the bending section cover bunched up or pulled back. Based on the results of the investigation regarding the allegation and the newly identified malfunction, it is likely the cause is traced to component failure of the rubber sheath. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported that the rubber sheath was starting to pull back from the tip of the scope during reprocessing, involving an olympus cysto nephro videoscope. There was no patient involvement reported.